Event description:
It was reported that the customer had an insulin pump that was giving an error, and was not delivering the correct amounts of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.